Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient's friend or family member was not able to adjust stimulation and the patient had a return of symptoms in the last 3 days since (B)(6) 2016. The patient did not feel stimulation and therapy was not on. The patient's friend or family member used the patient programmer to turned therapy on and it was set at 2.1v on program 1. They increased to 2.3v and the patient felt stimulation. They may have accidentally turned therapy off. Troubleshooting resolved the issue. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.